Manufacturer narrative:
(B)(4). The patient line being higher than the heater bag is the known cause of the air in line and is considered a use error. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. The guide also provides step-by-step instructions for when and how to connect to the disposable set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a care giver noticed that the patient line of a homechoice device was not primed. This occurred during the initial drain of peritoneal dialysis therapy. The patient was connected at the time of the event. The care giver stated they disconnected the home patient and powered off the homechoice. During troubleshooting, it was discovered that the patient connector was higher than the heater bag. The technical service representative helped the care giver end therapy and remove the cassette. The technical service representative explained that the care giver needed to start over using new supplies. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report. No additional information is available.